Event description:
The customer reported that a patient died while connected to the ventilator. The staff has not alleged that the ventilator caused or contributed to the death of the patient. Further discussions with the customer confirmed that at the time of the reported incident, although the patient was connected to the ventilator, the ventilator was not turned on. The hospital also reported that a review of the device logs from a third party monitor showed that the third party monitor alarmed for apnea 13 times but was silenced.

Manufacturer narrative:
The affected device was tested according to draeger specifications. The log-file was analysed with regard to the reported event. The investigation revealed that the respirator was switched off at the reported time of event while alarms posted by the central monitoring system were silenced 13 times. This is assessed as a user error. In case the evita is turned off, it will not provide ventilation. The patient's state will not be monitored and no alarms will be posted. Spontaneous breathing will still be possible as the airway system will be open. Based on our complaint statistics, similar events have not significantly been reported.